Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 479 mg/dl at the time of incident. The customer treated with manual injection of 15 units. The customer was assisted with 5.0 unit fill cannula and insulin exited. The customer reported cannula to appear not bent. The reservoir will be returned for analysis.